Manufacturer narrative:
(B)(4).

Event description:
The customer reports the extension line leaking during use. Device replaced. No patient injury or harm reported.

Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing an extension line. The extension line appears to be leaking at the connection point between the luer hub and the extension line tubing, but it cannot be determined without the sample to evaluate. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit warns the user, "only utilize catheters indicated for high pressure injection applications for such applications. Utilizing catheters not indicated for high pressure applications can result in inter-lumen crossover or rupture with potential for injury". The IFU also states, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The report that the extension line was leaking during use was confirmed through examination of the customer supplied photo. The image showed a leak at the connection point between the luer hub and the extension line tubing; however, the actual complaint sample was not returned for evaluation. The device history record review did not reveal any relevant findings to suggest a manufacturing related cause. The probable cause of the guide extension line damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the extension line leaking during use. Device replaced. No patient injury or harm reported.